Manufacturer narrative:
(B)(4)

Event description:
A surgeon implanted a short olecranon plate to treat a slightly comminuted fracture. At two week post surgical follow up, it was visible via x-ray that the proximal portion of the plate had pulled away from bone. Revision surgery was performed.